Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event.

Event description:
The customer reported that they responded to a patient call. It was indicated that the patient was down for at least 5 minutes prior to the crew's arrival. The customer observed that the device was displaying an 'ok" symbol when the device was turned on. The device then analyzed and advised a shock. The customer attempted to shock the patient; however, the device would not charge. The device then displayed a 'low battery" indicator. CPR was administered until a back-up unit arrived approximately 2-3 minutes later. Another device was used, advised a shock, and the patient was shocked 2 or 3 times. The device then recorded an asystole rhythm. The patient was not resuscitated.